Event description:
Patient has ongoing pain associated with implant despite implant appearing to be functioning well. Surgeon has referred patient to an allergist and is investigating possible allergic reaction to implant components.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.